Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Similar product to 190-000 (eua).

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal kitted swab that generated a positive result. Repeat testing was not performed. Pcr confirmation testing was performed twice on the same day on a genexpert sample that generated a negative result (CT values not provided). The customer stated the patient was asymptomatic, and confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay in the patient's treatment. The patient took longer to be moved for surgery as they need to confirm the postive covid and find suitable operating theatre.

Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m187963 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: m187963, test base part number 190-430 / lot: m187963. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m187963 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.